Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead exhibited high number of the sensing integrity counter (sic) oversensing episodes during the arrhythmia episodes. The lead remains in use. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.